Event description:
The customer reported that prior to use on a pt, the iabp screen was black. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep replaced the video receiver pc board (part number 0670-00-0736). The iabp was tested to factory specification. It functioned normally and was returned to the customer.